Manufacturer narrative:
All events were evaluated by a field service engineer (fse) at the customer's site and determined the sampling errors were due to bent sample nozzles. The fse replaced the sample nozzles of the sampling arm. All three (3) aia-360 analyzers were repaired and returned to operational status.

Event description:
This report summarizes <noe> 3 </noe> malfunction events for the aia-360 analyzer. The review of events indicated that the aia-360 analyzer experienced sampling error messages, which caused delay in reporting of critical patient results. These reports were received from various sources. Of the 3 events, 1 event involved patient samples with no indication of patient intervention or adverse health consequences due to the delayed reporting in patient test results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.